Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument's coating was peeling. It is unknown if a fragment fell into the patient. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the damage was observed on mcs instrument, at section 2 (brown-lasered section). The tip cover accessory is not available for return but the mcs will be returned. No images of the instrument are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The instrument exhibits scratch marks on the brown laser marked section of the tube extension. Tube extension scratches marks measured roughly 0.193¿ x 0.173¿. There was not any material missing. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.